Event description:
In 2008, the patient reported that she experienced elevated blood glucose due to poor insulin delivery of her infusion device. She stated that she woke up on the day before feeling sick and her blood glucose was elevated to 453 mg/dl. She bolused 8 units of insulin. At 10:30am, her blood glucose elevated to over 600 mg/dl. She bolused 10 units of insulin. At 11:00am, her blood glucose was still over 600 mg/dl and she bolused 10 more units of insulin. At bedtime, her blood glucose measured 356 mg/dl and she bolused 6 units of insulin. When she woke up on original date at 8:30am, her blood glucose measured 53 mg/dl and she drank orange juice and ate one piece of candy. By 9:30am, her blood glucose was elevated to 411 mg/dl and she bolused 8 units of insulin. At 3:30pm, her blood glucose measured 501 mg/dl and she bolused 10 units of insulin. She stated that she had also experienced e6 (mechanical errors) which she was able to clear per the user's manual. The patient switched to her backup infusion device and she bolused 8 units of insulin to lower her blood glucose reading of 324 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.